Event description:
It was reported that the revolution xr/d table locks were slipping. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall, as a result of the slipping table locks.

Manufacturer narrative:
A ge field engineer adjusted and cleaned the brake rod on both sides of the table and verified the table lock functionality. The product was returned to service. Periodic preventative maintenance is currently in place per the planned maintenance procedure that includes instructions to inspect and perform functionality checks on table locks.